Event description:
During the procedure the physician used a cook endoscopy six shooter saeed multi-band ligator. During use, the bands would not deploy. A replacement six shooter saeed multi-band ligator was used to complete the procedure. An injury to the pt did not occur.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices had been previously distributed. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. We can provide the following comments: difficulty with band deployment can occur if the endoscope accessory channel is compromised, perhaps from a previous repair. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use for this product line contain the following statement: "the use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The report indicated the endoscope accessory channel has not received an accessory channel repair. Another possible contributing factor includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. Corrective actions: no corrective action warranted at this time, because the report was unable to be verified. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity.